Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and failure to capture. Insulation damage was also noted on the lead. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.